Event description:
It was reported that a user experienced persistent hyperglycemia after an infusion site change while using an ilet system, with blood glucose rising into the mid-300s despite meal boluses, which suggested an infusion delivery issue with a steel infusion set. Symptoms included elevated blood glucose. Outcomes included user-led troubleshooting and education with replacement of the infusion set and confirmation of insulin flow using fill tubing prior to reconnection. Investigation included guided troubleshooting focused on the infusion set and verification of insulin delivery. Investigation of this case revealed that the initial infusion set was likely not delivering insulin as intended, and restoring flow with a new set addressed the delivery concern. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with an infusion set issue affecting insulin delivery. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.